Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this implantable cardioverter defibrillator system exhibited changes in the right ventricular (rv) pace impedance measurements. Trending displayed a few pace impedances increase and decrease, from approximately 1900 ohms range then decreasing to the 400 ohms range. Pacing thresholds and sensing measurements were stable. Boston scientific technical services discussed possible causes and recommended to continue monitoring this patient via latitude home monitoring system. No adverse patient effects were reported. This product remains in service. The involved rv lead is a non-boston scientific product.